Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After receiving the alarm, the customer changed the cartridge, tubing and infusion site. The customer's blood glucose level was 283 mg/dl. During troubleshooting with tandem technical support, the current cartridge and infusion set functioned as expected.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.